Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and the investigation results are: the water solenoid was clogged, restricting water flow to the hpc, thereby heating up the hp, built up debris in water hose, sides of the display screen was peeling off. Damaged parts have been replaced, unit have been calibrated and tested to factory's specs. No other faults found.

Event description:
While using a cavitron 300 series g310 they allege that they had low water flow and the handpiece is getting hot, no injury resulted.